Event description:
Endo gia stapler with the 30 2.5 reload worked well, another reload of same size was opened and tried to load, however would not load correctly. A new universal hand piece attached, it loaded fine but would not open and cycle. This was not used on the patient and we were in between use of the stapler and suture. Put whole new hand piece and load up worked fine.====================== manufacturer response for endo gia universal roticulator 30-2.5, endo gia universal roticulator 30-2.5======================investigating.